Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The receiver was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. The receiver was charged and able to boot up. Global functional test ing was performed and passed all relevant testing. A pairing test with the nordic bluetooth device was performed and passed. Receiver data log was downloaded and reviewed. The log review did not show a loss of connection in range of issue date. The reported customer complaint could not be reproduced with the receiver and the complaint could not be confirmed. The root cause could not be determined post investigation.